Manufacturer narrative:
The returned pump was subjected to visual inspection as well as functional and electronics testing. Based on the investigation, the reported error issue was confirmed. However, the evaluation could not identify a root cause for the reported issue. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that the patient experienced discomfort with the placement of the pump in her lower waist, and the pump pocket was subsequently revised on (B)(6) 2016. The pump was re-implanted in the right abdominal area. It was observed on two occasions that the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate. A problem with the catheter was detected on (B)(6) 2017, and the physician made the decision to revise the catheter at a later date. It was reported that the patient presented with pain, even after multiple dosage modifications. The pump therapy medication is morphine. On (B)(6) 2017, during the catheter revision surgery, the pump was programmed to deliver a demand bolus of saline, and the delivery of the bolus was stopped due to the incorrect concentration being programmed. Afterwards, and error message was observed on the programmer upon inquiry of the pump. The facility reported that troubleshooting was not successful in clearing the error message, and the pump was subsequently explanted.